Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. Insulin pump received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 149 mg/dl. Device was stuck in the rewind loop. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.